Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user primed tubing while it remained connected to the body and subsequently disconnected the ilet for an extended period while observing for insulin drops, which led to prolonged hyperglycemia until reconnection and recovery. Symptoms included high glucose readings and a separate episode of hypoglycemia that the user treated with fast-acting carbohydrates and food. Outcomes included no medical assistance or hospitalization and successful self-treatment with glucose. Investigation included clinical support review of cgm data, user education on proper supply changes and disconnection prior to priming, guidance to rewind the piston before cartridge insertion, and recommendations to use cgm alerts and treat lows prior to announcing meals. Investigation of this case revealed user technique and use errors related to priming while connected and device disconnection, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and improper use.